Event description:
The manufacturer was contacted in reference to an innospire go device. The manufacturer received information alleging the device was coming apart, described as, "the bottom of the device is totally disconnected from the other part". Medical intervention was described as the patient visited urgent care in april to seek a breathing treatment due to the nebulizer "wouldn't come on". The patient's current condition is stable. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.